Event description:
It was reproted that the device was used during a bowel resection. It was reported by the rep that the cdh33 had an anvil purse stringed to the distal end of the proximal bowel. The instrument was inserted transanally and the trocar point was inserted through the rectal stump. The surgeon heard the click of the anvil as it was married to integral trocar on stapler. The assisting surgeon closed the instrument within the safe-firing range, released the handle, and fired once. The crunching sound was not heard and the surgeon pulled the handle a second time and opened the instrument. The blade cut staples only through the distal bowel. The instrument opened up entirely to release the anvil which had become dislodged as the stapler opened up. Surgeon and assisting surgeon noticed bleeding and completed the procedure doing a hand-sewn anastomosis. There was no consequence to the pt.